Event description:
Additional information was received that noise resulted in over-sensing.

Event description:
During an in-clinic follow-up, noise and automatic modes switch (ams) were observed on the right atrial (ra) lead. During an elective box change procedure, insulation damage was visually observed on the ra lead. The ra lead was surgically repaired during the surgery to resolve the event. The patient was stable and will continue to be monitored.